Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenalculum forceps instrument and performed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have broken pitch cable at the distal clevis hub. As a result, motion at the wrist was no longer intuitive. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of a broken pitch cable is a component failure and related to device design. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the tenalculum forceps (part# 470207-10/ lot-sequence# n10210621-0036) associated with this event has been performed. Per this review of the logs, the tenalculum forceps was last used on (B)(6) 2022 during a benign hysterectomy on system serial# (B)(4). No image or video clip for the reported event was submitted for review. Based on the information obtained from failure analysis this complaint is classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not holding the tissue due to an insufficient grip. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.